Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via friend/family member who was using an external neurostimulator (ens) for fecal incontinence. It was reported that  the patient is in the hospital and is not eligible to have this program. The patients leads were taken out.  No further complications were reported/anticipated at this time.